Event description:
It was reported to boston scientific corporation that speedband superview super 7 device was used during a band ligation of esophageal varices procedure performed on may 26, 2021. During the procedure, the device could not deploy the elastic bands. The procedure was completed with another speedband superview super 7 device. It noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be stable.

Manufacturer narrative:
Block h6: medical device code a050501 captures the reportable issue of bands failed to deploy. Block h10: investigation results: the returned speedband superview super 7 device was analyzed, and a visual evaluation noted that the handle assembly was not returned with the device. It was also noted that the ligator head was returned with six bands attached to it and they were moved out of their original positions and caught under other bands, indicating deployment failure. Additionally, some ligator head teeth were damaged. The suture was broken with one section attached to the ligator head and the other section was not returned. This is was likely done to remove the device from the endoscope. The suture hole was in good condition. No other issues with the device were noted. The reported event was confirmed. The ligator head teeth were found damaged and the bands were moved out of their original positions and overlapped. The damage to the ligator head teeth could be related to handling and manipulation of the device during the procedure. This damage suggests that the component was submitted to tension forces that resulted in the teeth bending. Once the ligator head teeth are damaged, the suture can be detached from its position on the ligator head and this can impact the bands deployment activity causing the bands to move without being properly deployed. This problem is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that speedband superview super 7 device was used during a band ligation of esophageal varices procedure performed on (B)(6) 2021. During the procedure, the device could not deploy the elastic bands. The procedure was completed with another speedband superview super 7 device. It noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be stable.